Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record (DHR) review for zimmer air dermatome, serial number (B)(6), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product review of the zimmer air dermatome by zimmer biomet surgical on (B)(6) 2019 revealed that the calibration was out of specification at the zero, 10, and 20 readings and the motor was frozen. The motor, swivel, poppet assembly, reciprocating arm and bearings were damaged and required replacement. Repair of the zimmer air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the poppet spring, o-rings, poppet housing, poppet, screws, hinge throttle, hinge throttle gasket, motor sleeve, motor, swivel, gear, eccentric shaft assembly, ball bearings, reciprocating arm, bushing assembly, needle bearing, spring seal, ball plunger, semi-circle bearing, and vespel sleeve bearing. The device was recalibrated as well. Zimmer air dermatome, serial number ((B)(6)), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the zimmer air dermatome was not working properly due to a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the poppet spring, o-rings, poppet housing, poppet, screws, hinge throttle, hinge throttle gasket, motor sleeve, motor, swivel, gear, eccentric shaft assembly, ball bearings, reciprocating arm, bushing assembly, needle bearing, spring seal, ball plunger, semi-circle bearing, and vespel sleeve bearing was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under b)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that an air dermatome did not glide properly. No adverse events were reported as a result of this malfunction.